Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during use that iab intra aortic balloon optical sensor failure. She states the iab is inserted axillary. All attempts at obtaining the foap and troubleshooting are unsuccessful. There is already a transduced ap from the inner lumen of the iab and this ap waveform is clean and crisp. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 corrected field: d7a no decon or visual inspection performed since product was not returned and could not be evaluated. A call was received through the emergency support line from dana, an rn, reporting an optical sensor failure on a sensation plus iab via axillary insertion. Despite multiple troubleshooting attempts, including efforts to obtain the foap, the issue could not be resolved. Dana was guided to disconnect the fo connector from the cs300. A clean and stable arterial pressure waveform was observed from the inner lumen, and flushing in standby mode was reviewed to maintain waveform quality. Device indices were reported as 89/48, augmentation of 108, and map of 78. Dana provided the necessary information to file a complaint and requested a biohazard kit for iab return. Based on the description, the optical sensor failure potentially linked to procedural or anatomical challenges associated with axillary insertion. The failure to obtain foap and resolve the alarm may be due to suboptimal sensor positioning or signal interference. It is impossible to define the root cause of the sensor failing during use, until we have the device returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a